Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). Information was reported that the patient stated that their charger will not connect to their battery so they can charge it. Every time the patient tries to charge his battery is says cannot connect to it. Additional information was reported that the cause of the patient's recharger not connecting with the implant was due to the patient needing their battery replaced. The patient stated a rep checked their battery and told them it needs to be replaced. The recharger not connecting to the implant has been resolved. The patient noted their connection issues started in (B)(6) 2019, but completely stopped in (B)(6) 2019. No further information was reported.